Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0fmya, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was implanted for bowel dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that on (B)(6) 2015 she felt stimulation more than usual and it hurt really badly. It was not a positional change. No matter what position she was in stimulation was pulsing more. She changed from p 4 at 1.1 v to p 1 at 1.4 v. She lowered it to 0.5 v. It was still supersensitive and hurting her. The patient also reported that she noticed in p 1 she felt stimulation intermittently. It pulsed for 30 sec and stopped for 30 sec. The patient also reported that when she was lowering the amplitude in p 1 going from 1.4 v to 0.9 v she noticed the implantable neurostimulator (ins) turned off twice. The ins icon was blank. There was no emi related to this issue. At the time of this report stimulation was reportedly on. The patient¿s ins site was reportedly hurting and tender. The patient¿s previously reported seroma went away until (B)(6) when all of the sudden it was tender and had another accumulation of fluid. It was squishy. Onset of symptoms was reportedly sudden. Information was omitted about an unrelated seroma, leaking, and diarrhea captured in pe (B)(4). Information was omitted about an unrelated constipation from medication, captured in pe (B)(4).

Event description:
Additional information received from the consumer reported that she was not sure what caused the pain at the ins site. She though it was maybe from lifting a few boxes from the closet floor. It still hurt at this time. She thought her seroma had come back a little bit. She thought she maybe had swelling or something making it hurt more. She took ibuprofen on occasion. The strong and intermittent stimulation resolved.